Event description:
It was reported that the 8100 had under infusion. The patient was on continuous chemotherapy cytarabine, the infusion was supposed to be completed at 1200 hrs but it was infused at 1600 hrs almost 4hrs delay on completing the chemotherapy. There was patient involvement and no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Although requested, product has not been received.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Correction: imdrf annex e and f codes. Additional information: device available for eval, returned to manufacturer on, device return to manuf., device eval by manufacturer, if other specify, imdrf annex a,b,c,d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Device evaluated by bd.

Event description:
It was reported that the 8100 had under infusion. The patient was on continuous chemotherapy cytarabine, the infusion was supposed to be completed at 1200 hrs but it was infused at 1600 hrs almost 4hrs delay on completing the chemotherapy. There was patient involvement and no harm.